Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the urine culture came back positive with the infection, so they use the "machine" very little. Patient stated that the stimulation was worse when they are walking, it works when they were sitting or lying down, but not when they were walking. Patient added that they could just stand there and it drips out and they don't feel like they have to go. Agent reviewed increasing stimulation to a comfortable level, and patient stated that they would just increase it on their own. Agent documented reported event and emailed the manufacturing representative (rep) to provide them education on how to use the device. The patient commented "they should consider rewriting that book" and stated that they had no clue what the programs meant.